Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe had a shape deformation. There was no patient involvement.

Manufacturer narrative:
H3: the probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe is slightly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.